Manufacturer narrative:
The cause of the non-reproduced false low advia centaur xpt total human chorionic gonadotropin (hcg) result is being investigated by siemens. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) under the limitation section states the following: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present)." There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents." "If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory." "Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results sometimes in consultation with other medical experts."

Event description:
A false low advia centaur xpt total human chorionic gonadotropin (hcg) result obtained by the customer on a patient sample. The initial result was considered to be low positive for evaluation by the customer. Repeat hcg testing was performed, the results were higher, and more suitable to the clinical picture of the patient. The low hcg result was not reported to the physician. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant advia centaur xpt total hcg result.

Manufacturer narrative:
Siemens filed MDR 1219913-2018-00207 on (B)(6) 2018 for a non-reproduced false low advia centaur xpt total human chorionic gonadotropin (hcg) patient sample result. On (B)(6) 2017 - additional information: a customer service engineer (cse) was sent to the customer site for system inspection, and performed a total service check to verify instrument functionality. No instrument malfunctions were identified. Following service, hcg precision was checked using both quality control and patient samples. The precision check indicates overall acceptable precision. The cause of the non-reproduced false low advia centaur xpt total human chorionic gonadotropin (hcg) result is unknown, however pre-analytical issue such as incomplete clotting or sample integrity cannot be ruled out. A siemens non-conformance has not been identified. (B)(6). The instrument is performing within specification. No further evaluation of the device is required.